Event description:
It was reported that the "ok" button is not responding with every button press. The "up" arrow is reportedly not responding with every button press.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: all of the keypad buttons were found to be responding intermittently. The keypad was removed and adhesive was observed under the button contacts. No physical damage was observed to the keypad. Unrelated to the event the display lens was found to be scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.